Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (23mm x 29mm native annulus, moderate valvular calcification, moderate aortic root calcification) likely contributed to the under expansion of the initial valve and moderate to severe ar. Deployment of a second valve reduced the ar to trivial. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transapical tavr procedure, post implant of a 26mm sapien xt valve, aortic angiography showed moderate to severe aortic regurgitation (ar). Post dilation of the valve was performed with a total additional volume of 3ml. The severe ar did not improve. The valve could not be fully expanded or well deployed due to the valvular calcification. A second sapien xt valve was deployed within the initial valve. The ar was reduced from severe to trivial and the outcome was reported to be good. The patient¿s vital signs were stable. At the time of this report, the patient was in stable condition. Both valves remain implanted in the patient. The native annular diameter measured 23mm x 29.9mm by CT. Moderate valvular calcification and moderate aortic root calcification was reported. Per medical opinion, the event was related to the tavr procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information received indicated the moderate to severe ar observed post sapien xt valve deployment was paravalvular leak (pvl). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (23mm x 29mm native annulus, moderate valvular calcification, moderate aortic root calcification) likely contributed to the under expansion of the initial valve and moderate to severe pvl. Deployment of a second valve reduced the pvl to trivial. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.